Event description:
Follow-up identified surgical intervention was undertaken wherein the ipg was explanted and replaced with a new device. Postoperatively, effective therapy was restored thus resolving the issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation and their ipg would no longer communicate with external devices after a motor vehicle accident in (B)(6) 2017. . Reportedly, the system was interrogated and the ipg confirmed inoperable by the company representative after troubleshooting . As a result, surgical intervention may be undertaken as the next course of action.